Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the p waves through the analyzer were 4mv and they were much smaller when measured through the device. There was a drop in measured amplitude. It appeared to be more of a far field r-wave issue than a low p wave issue. Device reprogramming (increasing the sensitivity level) was discussed. The device and lead (non-medtronic) remain in use. No patient complications were reported as a result of this event.